Manufacturer narrative:
Analysis was able to confirm that the epg's atrial output connector was damaged and was missing a control knob and the hanger. Analysis also noted that an o-ring was missing, the upper case was cracked, the lower case was damaged, the display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial output connector and was missing a control knob and a hook. The epg was returned for service. There was no patient involvement.